Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room on (B)(6) 2026, due to patient's blood glucose (bg) level rose to 561 mg/dl while wearing the pod between 1 and 4 hours. Also, the bolus shots did not decrease the bg level. The reason for high bg was leaking of the insulin from the pod and cannula was dislodged preventing insulin delivery for approximately 30 hours without triggering an alarm. The patient had symptoms of vomiting and lethargic. The patient also stated the diagnosis received at the time of seeking medical attention was diabetic ketoacidosis (dka). As treatment, the patient was in intensive care unit (ICU) received rapid acting insulin drips for 24 hours, saline and electrolytes. The patient was discharged on (B)(6) 2026.